Event description:
The patient was getting 3 days of solu medrol (methylprednisolone sodium succinate). Spiked bag and hung and noticed puddle under the bag. Question if possible hole in the infusion port in bag. Had to request another dose of the drug.